Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high, out-of-range right atrial (ra) pacing impedance measurements of greater than 3,000 ohms. Additionally, the health care professional (hcp) was concerned as to why they missed the alert in the remote view. Technical services explained the timing of the daily measurements and how it works and recommended performing a patient initiated interrogation as an option. At this time, the device and ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high, out-of-range right atrial (ra) pacing impedance measurements of greater than 3,000 ohms. Additionally, the health care professional (hcp) was concerned as to why they missed the alert in the remote view. Technical services explained the timing of the daily measurements and how it works and recommended performing a patient initiated interrogation as an option. At this time, the device and ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported this right atrial (ra) lead also exhibited noise that was being oversensed. The cause of the noise was unknown. Subsequently, the device and ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 17.5cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of noise, oversensing and high out-of-range pacing impedances that were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high, out-of-range right atrial (ra) pacing impedance measurements of greater than 3,000 ohms. Additionally, the health care professional (hcp) was concerned as to why they missed the alert in the remote view. Technical services explained the timing of the daily measurements and how it works and recommended performing a patient initiated interrogation as an option. At this time, the device and ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported this right atrial (ra) lead also exhibited noise that was being oversensed. The cause of the noise was unknown. Subsequently, the device and ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.